Event description:
Customer reported that he was experiencing high blood glucose of 500 mg/dl. Customer stated that he inserted the infusion set and the blood glucose was going down and the later that day it had risen to 400 mg/dl and has been increasing since then; had to treat with manual insulin injection. Customer refused to troubleshoot and would call back when available. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.